Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that a device will be returning for foam replacement. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This notification was opened for review for information received that a remstar auto w/ht hum,sys one,60 srs,dom was being returned for foam replacement. A report was filed referencing the foam recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. However after subsequent review of the reported information, there was no initial alleged complaint. Multiple good-faith efforts have been completed to obtain additional information without customer response. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Updated: device problem code updated. No death. No serious harm or injury was reported. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.